Event description:
It was reported that the act button on the insulin pump has an intermittent response. It was also reported that the customer inserted a new battery and was not able to clear the battery out limit alarm. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. Device received with operating currents within specifications. No battery out limit alarm noted. Device received with minor scratches on lcd window, cracked case at display window corners and reservoir tube lip and broken belt clip slot.